Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 500 mg/dl. The customer was going to hospital for his high blood glucose and they noticed he was having a heart attack at the hospital but not sure what triggered the heart attack. Customer stated that the health care provider did not specify which started the high blood glucose or heart attack. The customer was treated with injection shot of insulin and also put a stint in him in two places because he had two clogged arteries and they fixed the worse one. Customer was not wearing the pump at time of hospitalization it was taken off just a few minutes before he got to hospital. The customer declined to troubleshoot for sensor glucose versus blood glucose because we were able to help him back on track.